Event description:
The company representative reported that the insulin pump received multiple no delivery alarms. The customer attempted changing the set the previous night, but the alarms continued. Troubleshooting was conducted on the insulin pump. The customer was able to rewind and insulin did exit. The customer ran another test and the insulin did not exit. The blood glucose reading was 7.8 mmol/l. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.